Event description:
A healthcare facility in (B)(6) reported that the dryline tube of an rt200 adult dual-heated breathing circuit had a hole about 15 cm away from the connector. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint dryline tube of the rt200 adult breathing circuit was not returned to fph in (B)(4) for inspection. Our analysis is accordingly based on the event description, photograph, and additional information provided by the healthcare facility. Results: the photograph provided showed that the dryline tube sustained a pin hole. The healthcare facility reported that the hole was about 15 cm away from the dryline connector. Additional information received from the healthcare facility revealed that the subject rt200 adult breathing circuit "is never tested before use on a patient when the breathing situation requires it". A lot check revealed (B)(4) other complaints of this nature for lot number 111114. Conclusion: it was identified that damage to the rt200 dryline tube could have been caused during the manufacturing process, although it is not a batch related issue. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. Our user instructions that accompany the rt200 adult dual-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).